Event description:
The customer reported that the canopy has zipper damage on the right side panel, the sliders and pull tabs are missing. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper sliders and pull tabs missing. Eval results: eval of the returned product found the right side window zipper slider body is open. The leg zipper pull tab is broken on the head end panel. (B)(4).